Manufacturer narrative:
Analysis found that the inner shaft broke 0.59" from the distal part face of the inner hub. There were striations around the outside diameter of the break point. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area. There was no indication of device fragments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that the base of the blade broke after about ten (10) minutes into a functional endoscopic sinus surgery (fess) procedure. Another blade was used to complete the surgery. The surgery was delayed for less than 2 minutes. It was the initial use of the blade. There was no patient impact or injury.